Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip of the catheter was observed bent. This could be the result of the intracardiac resistance issue reported by the customer; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo. During use, in fluoroscopy, the physician felt something ¿uncomfortable¿ at tip of the sheath, after septal puncture. After the procedure was completed, when the sheath was removed from the patient's body, the condition of the tip was checked visually, and it was observed that the tip had been bent. The procedure was completed without adverse patient consequence. Additional information was received which indicated that no needle was involved in the alleged event. There was no resistance or difficulty maneuvering the sheath septal puncture. The tip was bent, not separated. The bent tip condition is not MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo. During use, in fluoroscopy, the physician felt something ¿uncomfortable¿ at tip of the sheath, after septal puncture. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the tip of the sheath was bumped. A dimensional test was performed on the outer diameters of the sheath shaft and the results were found within specifications. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The bumped tip could be related to the intracardiac resistance and bent tip issues reported by the customer; therefore, the complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure, or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).